Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and subsequently stopped using the pump after clinician guidance due to concurrent sglt2 inhibitor therapy; the lowest reported glucose was 38 mg/dl, the ilet alerted to the low, and the user corrected the event with nasal glucagon before reverting to backup therapy. Symptoms included unawareness of the event while sleeping. Outcomes included no need for outside assistance, no medical intervention, and no hospitalization. Investigation included complaint intake and request for additional training support. Investigation of this case revealed no device alarms or malfunctions reported and an unclear cause of hypoglycemia in the context of concomitant medication use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.